Manufacturer narrative:
Conclusion the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned.

Event description:
Customer service representative reported he spoke with the patient and she reported a concern with leaking. On call back patient stated her infusion set leaked yesterday. Patient reported the leaking took place where the cannula attaches to the connector housing piece. Patient stated she noticed the concern because her blood glucose level rose. Patient reported her blood glucose level rose to 230 mg/dl. Patient stated she inspected her headset and noticed the insulin leaking out. Patient's target blood glucose level is 150 mg/dl. Patient reported no outside assistance was needed. Patient stated she removed the headset and inserted a new headset, bolused and her blood glucose level lowered. Patient discarded the alleged infusion set. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.